Event description:
It was reported, the patient experienced an episode of atrial fibrillation which caused an incorrect interpretation of signals resulting in inappropriate atp being delivered. It was noted, the device performed as programmed and no malfunction was suspected. Reprogramming was performed to resolve the event. The patient was stable.